Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. The pump logs did not indicate there was an issue with the pump. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer consumed snacks to address bg.